Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain, vomiting and hematic peritoneal effluent. The breach in aseptic technique was described as single-use supplies were reused and previous hospitalization. On the same day as the onset, the patient was hospitalized for the event and was treated with amikacin and cefazolin (intraperitoneal, ongoing, dose and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported during hospitalization the patient passed away. The cause of death was unknown. It was not reported, if an autopsy was performed. It was reported the patient was not recovered from the peritonitis event. It was reported therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.